Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, a noise image was observed. The service repair technician indicated that the most likely cause of the noise image was due to damage on charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.